Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced total occlusion of the left subclavian vein, demonstrated on venogram. It was also reported that the rv lead exhibited high thresholds, with intermittent non-capture. The rv lead replacement was planned with a trans-venous system lead, but was deemed not possible, intra-operatively, due to the occlusion, therefore, a leadless implantable pulse generator (ipg) was implanted, as back-up to the trans-venous system, until the trans-venous system runs out of battery. No further patient complications have been reported as a result of this event.